Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+2.0/101 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2021 but the problem was not resolved. The lens was replaced with a different model but same length lens and the problem was resolved. The residual astigmatism was corrected by lri.